Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was not returned. Inspection of the device at the repair department was not obtained, and the reproducibility of the phenomenon is unknown. The information obtained from the complaint and the investigation results did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head was no working. The issue was found during routine inspection of the customer. No patient impact, no harm reported due to the event.

Event description:
It was reported that the camera head was no working. The issue was found during routine inspection of the customer. No patient impact, no harm reported due to the event.

Manufacturer narrative:
The subject device is expected to be returned and it has not yet been received. The investigation is ongoing. This report will be supplemented following investigation completion or if additional information is provided by the user facility.